Event description:
The manufacturer received information about the service required of the device. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was not reproduced. During evaluation of the device, the third-party service center visually inspected the device and found burned components. There was no report of visible smoke or fire. In addition, the devices error log was downloaded, and five error code was present when reviewed. Lastly, the device was scrapped.